Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgery via tha treating the hip joint. The surgery was completed successfully with no surgical delay. After the surgery, unknown defect occurred. We are confirming about details. No further information is available. Additional event information the patient's postoperative course was good. However, on (B)(6) 2024, the patient came to the hospital because he dislocated when he tried to pick up an object that fell. On the same day, the dislocation was manually reduced, but when the load was applied again, squeaking and snapping sounds were heard, and affected site dislocated again. A CT scan was taken, and a dislocation of the liner was suspected. A revision surgery is scheduled. The state of the liner is unclear because the revision has not been performed yet.

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that on (B)(6) 2021, the patient underwent a surgery via tha treating the hip joint. The surgery was completed successfully with no surgical delay. After the surgery, unknown defect occurred. We are confirming about details. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed metal transfer on the convex area of the delta cer head 12/14 32mm +5. Additionally, device exhibits light marks on the overall surface as evidence of the device being implanted for a period of time. Metal transfer is an indicative of the device coming in contact with the cup as a consequence of a dissociation between the pinn mar eto neut 32idx54od and the unknown hip acetabular cup. Furthermore, audible sound can be confirmed as well as condition can happen as a consequence of the dissociation. The observed condition does not represent a device nonconformance. With the evidence provided the allegation of dislocation cannot be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#136532320 / lot#4499395 combination.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.